Event description:
It was reported that the procedure was cancelled. The target lesion with stenosis was located in the iliac vessel. An angiojet solent omni device was selected for the procedure. However, during the intervention, the device displayed an error related to saline and kinks. As a result, the procedure was canceled due to this issue. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6).

Manufacturer narrative:
E1: initial reporter facility name - (B)(6).

Event description:
It was reported that the procedure was cancelled. The target lesion with stenosis was located in the iliac vessel. An angiojet solent omni device was selected for the procedure. However, during the intervention, the device displayed an error related to saline and kinks. As a result, the procedure was canceled due to this issue. There were no patient complications as a result of this event. It was further reported that the patient was under local anesthesia.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. Device evaluated by MFR: the angiojet solent omni device was returned for detailed analysis. Upon visual inspection, multiple kinks were identified along the shaft of the device. Subsequent functional testing confirmed that the catheter performed successfully without any leaks or alarms detected during the evaluation.

Event description:
It was reported that the procedure was cancelled. The target lesion with stenosis was located in the iliac vessel. An angiojet solent omni device was selected for the procedure. However, during the intervention, the device displayed an error related to saline and kinks. As a result, the procedure was canceled due to this issue. There were no patient complications as a result of this event. It was further reported that the patient was under local anesthesia.